Manufacturer narrative:
E1 reporting institution phone#:(B)(6). E1 reporter phone#:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the cardiac workstation 7000 indicating that the waveform is not displaying accurately; displays an abnormal high heartrate. The device was in clinical use on a patient at the time of the event. No adverse event was reported.